Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water leaked soon after the placement.

Manufacturer narrative:
The reported event is confirmed as manufacturing-related. An amber lubricath foley was returned without its original packaging. A 10cc leur lock syringe was used to infuse water in the balloon. Water was found to be coming out of the device's lower drainage eye indicative of a lumen-to-lumen leak. The possible root causes could be due to "mechanical failure, incorrect recipe, program error, machine fault, over filling of dip tank, or level sensor failure". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 15cc balloon: use 20ml sterile water; 20cc balloon: use 25ml sterile water; 30cc balloon: use 35ml sterile water; 40cc balloon: use 45ml sterile water; 75cc balloon: use 80ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked soon after the placement.